Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the battery drawer was not working "properly" and the lower case was broken on the external pulse generator (epg). The epg will be returned for repair. There was no patient involvement.

Event description:
It was also reported there is a pin in the plug and a knob is not working. The device was returned for repair.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the upper and lower cases were broken, a pin was stuck in the ventricular output connector, the battery drawer was broken, and the encoder flex was damaged by the customer. It was also noted that the battery release was contaminated, the ring, side bail covers and ring, side bails were missing, the battery contacts were compressed, the keyboard and serial number label were damaged by the customer, three case screws were missing, the battery flex was contaminated, the silicone was removed by the customer on all board connectors and around the ventricular output connector, and when opening the case halves one board connector flex came loose due to the main printed circuit board connector not being seated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.